Event description:
On (B)(4) 2014, the reporter contacted animas and alleged that on (B)(6) 2014 the auto-off feature activated and pump delivery suspended. Patient was ill and did not hear alarm, and blood glucose (bg) rose to 900 mg/dl. The patient had confusion and shortness of breath and was hospitalized. Treatment included IV fluids and insulin via pump. Diagnosis at admission included congestive heart failure and internal bleeding. Patient states having been exposed to family members with a viral illness. There was no allegation or indication of pump malfunction. This complaint is being reported because the patient experienced hyperglycemia after failing to address the pump alarm.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.